Manufacturer narrative:
The reported complaint was confirmed. The field service representative (fsr) determined that the valve assembly was defective and causing the error code. The unit will be repaired when parts become available.if additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
Per the clinical review on 17-sep-2015: during a veno-venous bypass case (for a liver transplant) with a heat exchanger in-line, the heater cooler unit gave an e08 error on the a channel. The perfusion staff elected to change out the heater cooler for a back-up. There was no impact to the patient as a result of the error codes. The case was completed successfully, without delay and without associated blood loss. There was no harm observed

Manufacturer narrative:
(B)(4). The field service representative (fsr) replaced channel a mixing valve, however channel a continued to alarm "e08", which indicates that the controller is not seeing the heater current as expected. The fsr performed troubleshooting and installed replacement alternating current (a/c) control board, but the issue was not resolved. The fsr replaced the heater assembly, but issue was still not resolved. The fsr then replaced the direct current (d/c) control printed circuit board assembly (pcba) which resolved the issue on channel a. Safety and performance was verified and the unit operated to manufacturer specifications and was returned to clinical use. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). This complaint is related to medwatch #1828100-2015-00796. Per the field service representative (fsr) the alarm is related to a valve that needs to be replaced. Currently, no valves are available, therefore the heater cooler unit was pulled from service.

Event description:
It was reported that during use of the device for a liver transplant procedure, the heater cooler unit alarmed an "e08" error on the a channel. The unit shut down. The staff swapped out the unit for an alternate device. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.